Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the flexible monopolar cautery instrument shaft was still bent from the previous usage. The instrument was noted to have limited range of motion, per the surgeon, and a scrape in the insulation near the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.